Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Patient information indicates the patient has a large build. The weight restrictions in the package insert indicate for the size 12 stem, the maximum body weight is 170 pounds. Surgeon also indicated that "bone never healed forcing all the weight on the implant." The stem has fractured due to fatigue and cause for fatigue is not known. Availability of x-ray may have provided more insight into the situation. The stem is fractured approximately 5.25" from distal end. The stem also appears to have been cut approximately 1.5" distal from the fracture site. Small portions of the beaded coating are also no longer present. Device history records indicate device manufactured to specification. Scanning electron microscope of the fracture surface showed slow fatigue crack propagation and fast final fracture, indicating fracture occurred by fatigue. Energy dispersive spectroscopy analysis showed co, cr, and mo elemental peaks typical of a co-cr-mo alloy forging.

Event description:
It is reported that the device was implanted in 2005. Approximately two years post-op, the patient complained of pain. It was noted that the bone never healed, forcing all of the weight on the implant and the implant fractured. The device was revised in 2007.